Event description:
It was reported via repair work order that the zoom drive disengages due to damaged cam bracket assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.